Manufacturer narrative:
UDI #(B)(4). Additional manufacturer narrative: bleeding is a common intra-operative and postoperative complication in cardiac surgery. Approximately 5 - 10 percent undergoing cardiac surgery will need to be re-explored for bleeding. There are many causes of post-operative bleeding; the most common are hemodilution and mechanical destruction of clotting factors as a result of the blood being repeatedly circulated through the cpb machine. It is not unusual for patients to receive post-operative transfusions of packed red blood cells, platelets, and fresh frozen plasma. There may also be technical reasons for post-operative bleeding. The root cause of this event cannot be conclusively determined with the available information. It is unknown whether patient and/or procedural related factors may have caused or contributed to the event. The surgeon commented that it was unknown whether the bleeding event was device related. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. If action is required, appropriate investigation will be performed.

Event description:
Edwards received information that bleeding and cardiogenic cerebral infarction were detected after the implantation surgery of this 25mm 8300ab valve. This device was originally implanted to correct aortic stenosis and regurgitation secondary to severe calcification. After implant, pooling of blood in the mediastinum due to bleeding was detected, and the surgeon opened the patient chest again; however, bleeding point was not able to be confirmed, and blood transfusion and mediation were performed.  A left atrial appendage closure was also performed. Three (3) months after the surgery, the patient was admitted to the hospital due to cardiogenic cerebral infarction. The patient status was reported as ¿under treatment¿. The surgeon commented that it was unknown whether bleeding was device related, but it was related to the surgical technique. The surgeon also commented that it was unknown whether cerebral infarction was device and surgical technique related.